Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2020. During the procedure, the lead intended for use was unable to be placed due to the patient's anatomy. In turn, the procedure was abandoned.